Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was found to be fully operational. Analysis of the data logs was performed. The issue could not be replicate.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that they were accurate on almost all portions of the anatomy, except at the very center of the volume where they felt they were 4mm off. They had a good registration and that area was within the green sphere. Issue occurred intra/peri-operatively with no delay to surgical time. There was no reported impact to patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined.